Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "gradual hardening", "rippling" and "capsular contracture". This record is for the left side. Device was explanted. Patient was prescribed gabapentin, potassium, robaxin, triamterene/hctz 75/50 mg, vaslcyclovir 1g and vyvanse 70 mg. Patient also reported "white blood cell count had started to climb", "discomfort", "pain", "redness", "swelling and "fibrocystic breast disease" which are not device related.